Event description:
According to the event description: "tthe pump was leaking at the filter and emptied within a short period of time."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 24l23ged81, there is no abnormality and no such defect detected at in process and at final control inspection. Sample for evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original primary packaging for batch number 24l23ged81. Observed white crystalize residue on the filter. Investigation result: when the pump was unclamped, the leakage was observed from the filter welded area. The filter is a purchased component, and thus supplier was notified for further investigation and necessary action. In addition, a CAPA has been initiated to address this matter. This complaint is confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.